Event description:
The pt is an or nurse for the surgeon. She is a bilateral knee pt who had identical part/lot tibial inserts implanted in 1995. The left side was revised under complaint 9905533c. The right side was revised in 99 for excessive poly wear. The pt is 5'3" and 140 lbs.